Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the unit was unable to establish telemetry, it was able to interrogate with the provided radiofrequency head and wirelessly. It was noted however that the unit failed its common mode/wrist electrode functional vxi testing and the link electronic module (lem) board was replaced and calibrated to resolve and the hard drive was reconfigured, and the software reloaded and updated. It was further noted that the system fan was noisy and it was also replaced.

Event description:
It was reported that the programmer was unable to establish telemetry. It was noted that the radiofrequency programmer head was changed out. The programmer was returned for service as well as a requested test and calibration procedure. No patient complications have been reported as a result of this event.